Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose and customer believes insulin pump was over delivering because they were in auto mode and entered ghost carbohydrate. Customer¿s blood glucose level was 54 mg/dl at time of incident and treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).